Manufacturer narrative:
The cartridge user guide states ¿use only the syringe and needle provided by tandem diabetes care, inc. To fill the cartridge.¿ no product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that a minimum fill notification occurred after filling a cartridge with 230 units of insulin. Reportedly, customer did not use proper syringe to fill cartridge. The customer¿s blood glucose level was 197 mg/dl. Reportedly, a new cartridge was loaded successfully and insulin delivery was resumed.